Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a failed battery test alarm. Customer changed the battery and device alarmed a battery out limit alarm. Customer's blood glucose was 596 mg/dl. Device alarmed at time of call. Customer reported the batteries were out of the device greater than duration allowed. Customer was advised to monitor the device. During troubleshooting, keypad was unresponsive. Customer will not be returning the device for analysis.